Event description:
It was reported that, during a rotator cuff procedure, the healicoil distal screw came loose and was found to be completely bent, attempts to reinsert it into the internal screw were unsuccessful. The back-up device used in the originally drilled bone. The procedure was resumed, with a non significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor, distal plug, and proximal anchor were returned on the insertion device. The distal anchor was partially unseated from the device. The proximal neck of the distal anchor, below the eyelet, has been compressed. The distal plug and proximal anchor have no visible defect. The insertion device has no visible defects. A functional evaluation showed the partially unseated distal anchor could be reseated into the insertion tube. The distal plug cannot insert into the distal anchor due to the compressed neck. The black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.